Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: hi my name is (B)(6) I'm calling from (B)(6) from the (B)(6) we had an incident where a heparin line fell off and the patient lost some blood, we've noticed that there are multiple instances of the caps either coming off or being loose or dismissing straight out of the package we first noticed it on (B)(6) of this year customer complaint advocate called the (B)(6) location: customer facility contact (B)(6) reported noticing that the caps that are in the lines are lose on the heparin line in particular (and we are not talking one) - it is across the board in the clinics. Had an episode where the heparin line was unclamped and the cap fell off, the patient lost a significant amount of blood and was rushed to the emergency department. The patient was dilated and then released without treatment. That patient is not back in the clinic and is ok but not pleased. Additional information provided regarding patient: the patient was not admitted and did not receive a transfusion and seems to be physically recovered.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.